Event description:
Customer reportedly obtained results of 36mg/dl and 83 mg/dl on the same device within 10 minutes. No action taken based on device results.no adverse event reported. Requested return of suspect device and replacement was sent.